Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with rotor bearings and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that prior to the start of a surgical procedure, the handpiece continued to run on its own and would not turn off while testing the equipment. There was no pt involvement so no pt injury. There were no adverse consequences reported.